Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: the black box and alarm history showed multiple ¿cs078-0008¿ alarms on 5/9/2015. ¿ez-prime¿ steps were performed correctly with no ¿cs078¿ alarm or any other errors, alarms or warnings during the investigation. The product performed within specifications and the original complaint could not be duplicated. The pump¿s cover was removed and moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6)2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.